Manufacturer narrative:
Product analysis:the delivery catheter system (dcs) has been discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a dissection in the right common femoral artery of the access site was noted. Dilation was performed with a 8 x 40 mm non-medtronic balloon and a 9 x 60 mm non-medtronic stent was implanted. No additional adverse patient effects were reported.